Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated based on the results of the investigation, the device was not recognizing 180 series scopes causing no image to appear likely occurred due to the failure of the patient board set. As for the cause of the failure, it is thought to be due to a change in the operational amplifier circuit design on the dr board before the countermeasures were made. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation his olympus evis exera iii video system center was having connection issues. According to the initial reporter, the subject device was not recognizing 180 series scopes, causing no image to appear. Reportedly, this device never made patient contact and the staff used an alternative unit to complete the intended procedure.